Event description:
During preventative maintenance of the device, the user reported the shoulder screw on the slide assembly of the roller pump was stripped. The device was returned for eval. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress but not concluded.